Event description:
A software bug was identified which may lead to potentialy erroneoulsy high glucose, lactate, and urea/bun results. If the sample volume is insufficient, the software cannot detect the low volume; therefore the user will not receive a flag.